Event description:
It was reported that during the implant procedure of this right atrial (RA) lead helix retraction and extension difficulties were encountered. Later in the same day, the patient felt discomfort and dislodgement with pleural effusion were noted. An echocardiography was performed, and lead perforation was found. As a result, the lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.